Event description:
Additional information received reported the replacement surgery was successful.

Event description:
It was reported the patient was charging more than expected. It was noted the patient's "charging schedule" was getting shorter and shorter. When the patient first got the implantable neurostimulator (ins) the patient could go on a single charge for one month. Then it was 2-3 weeks with one charge and now it was less than two weeks and more than one week per charge. It was noted the patient had three groups. Group a had two programs at less than 1 volt and 160 pulse width (pw), group b has 1 program at less than 1 volt and 110 hertz, group c has one program at 130 hertz. There was no amplitude noted for group c but it was noted the patient only used that program when they were in severe pain. The patient described stimulation as a "starburst." The patient had access to voltage and rate and used their stimulation 24 hours per day. It was noted the patient's other ins would last 3-4 months on one charge. It was also noted the patient had been setting alarms to remind themselves to charge their ins. It was also reported there was a surging sensation. Patient was having "spike" sensation with their stimulation. It was noted this happened every two weeks. The patient had not noticed if a particular position caused the spike. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information received reported that the patient still had concerns regarding their therapy/device but was working with their healthcare professional (hcp) and manufacturer's representative to resolve the issue. An appointment of (B)(6) 2012 was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v054607, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns, and had an appointment scheduled for (B)(6) 2012. It was later reported that the physician was ordering x-rays, and the impedances were out of range. There was a planned replacement of the system scheduled for (B)(6) 2013.

Manufacturer narrative:
Analysis of the ins determined no significant anomaly. The ins had a reduced capacity due to overdischarge. The ins passed the final functional testing. Analysis of the lead, lot number v054607, determined that the #0, 1, 2, 4, 5, and 6 conductors were broken at the weld on the connector sleeve. This occurred at the proximal end of the lead. A lead functional test was performed and it was determined that conductors 0-2 were open, 3-5 were 57 ohms, 4-6 were open and 7 was 56 ohms. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.